Event description:
The second cautery lip scissors had a defect in the casing which caused an arc and burn to the pt during a laparoscopic case. Additionally, account stated that the product arced and burned the pt's uterus, but if it had hit the bowel instead, the pt would have likely required bowel resection and colostomy.